Event description:
Going on three weeks of lasting rash and blistering skin, severe itching from dermabond surgical glue used in dressing over hip replacement surgery (B)(6) 2024. I had a severe reaction in 2001 also. The incision never healed, needed to be opened, the dermabond dug out and stitched up. For at least 10 years afterward the incision area and surrounding skin would periodically welt up and itch and then recede. I told at least 6 people before my recent surgery, on the morning of my surgery and directly after my surgery about the allergy to this product and it was used on me anyways despite me telling them of my previous allergic reaction. This was applied to my skin after a total hip replacement.